Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). I found my blood sugar levels consistently high over a period of days [blood glucose increased]. The plastic joint in the pen was cracked [device issue]. Case description: this serious spontaneous case from the regulatory authorities in (B)(6) was reported by a consumer as "I found my blood sugar levels consistently high over a period of days" with an unspecified onset date, and "the plastic joint in the pen was cracked" with an unspecified onset date, and concerned a male patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "device therapy". Medical history was not provided. Concomitant products included - insulin (insulin). Patient's height, weight and body mass index were not reported. On an unknown date, the patient found his blood sugar levels consistently high over a period of few days before he examined the pen and discovered the plastic joint in the pen was cracked (also reported as broken) shortly after it failed completely. It left the patient with only one working pen and two different types of insulin to take. Bd microfine needles (coded as unspecified needles) were used. The patient did not change needle after each injection and stored the device with the needle attached. Novopen echo was returned for analysis. Action taken to novopen echo was not reported however, the patient apparently managed with only one pen. The outcome for the event "I found my blood sugar levels consistently high over a period of days" was not reported. The outcome for the event "the plastic joint in the pen was cracked" was not reported. Investigation results: first investigation result: a batch trend report was created. Nothing abnormal was found. Second investigation result: the batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation was reviewed. Nothing abnormal was found. Third investigation result: the electronic register was checked. Visual examination performed. Snap broken off the cartridge holder it was not possible to mount the cartridge holder on the pen body. Bd microfine needles used ( non-novo nordisk needle- not able to code). The patient does not change needle after each injection and stores the device with the needle attached. Confirmed: both snap connections on the penfill cartridge holder were broken off and it was impossible to mount the cartridge holder on the pen. Consequently the pen couldn't be used. The fault was caused by an error in novo nordisk a/s. On 28-jul-2016: final manufacturer comment: the suspected novopen echo has been returned to novo nordisk for investigation. The results of the investigation revealed a fault on the pen that may result in an adverse event. The fault showed that both snaps on the cartridge holder of the pen were broken off and the cartridge holder could thus not be attached to the pen body. This results in that the pen cannot be used and may therefore contribute to increased blood glucose levels. It can therefore not be excluded that the fault on the pen has contributed to the adverse event of increased blood glucose levels as experienced by the patient. An alternative contributing factor to the experienced adverse event could be that the patient did not change needle after each injection and stored the pen with the needle attached contrary to the instructions in the instructions for use. Evaluation summary: investigation results: investigation results: (B)(4). A batch trend report has been created. Nothing abnormal was found. (B)(4). The batch documentation was reviewed . No abnormalities relating to the observed problem were found. (B)(4) the electronic register was checked. Visual examination performed. Snap broken off the cartridge holder it is not possible to mount the cartridge holder on the pen body. Confirmed: both snap connections on the penfill cartridge holder are broken off and it is impossible to mount the cartridge holder on the pen. Consequently the pen cannot be used. The fault is caused by an error in novo nordisk a/s.

Event description:
Case description: concomitant products included - novorapid (insulin aspart) solution for injection, 100 u/ml. Novorapid penfill, batch number: er7n381; a batch trend report has been created. Nothing abnormal was found. A visual examination of the received sample has been performed. Since last submission of the case, the following has been updated: - novorapid as concomitant medication ,- investigational results novorapid, - narrative updated accordingly. On 01-aug-2016 a correction was performed: CAPA: update documentation on novopen echo to ensure novopen 4 cartridge holder ((B)(4)) to be implemented. The current corrective action was initiated in order to improve the product quality and thus no field safety corrective action (fsca) was performed. Novorapid penfill 3 ml. Batch number: er7n381. The complaint has been registered in the novo nordisk complaint handling system and a medical evaluation has been performed. A batch trend report has been created. Nothing abnormal was found. A visual examination of the received sample has been performed.

Event description:
Case description: on (B)(4) 2017, a recall notification was initiated to the FDA. Since the last submission, the following has been updated: remedial action recall has been selected. Manufacturer comment. Manufacturer comment: (B)(4) 2017: the suspected pen is part of the affected batches involved in the recall (novo nordisk internal reference #2(B)(4)) of novopen echo pens. The suspected novopen echo has been returned to novo nordisk for investigation. The results of the investigation revealed a fault on the pen that may result in an adverse event. The fault showed that both snaps on the cartridge holder of the pen were broken off and the cartridge holder could thus not be attached to the pen body. This results in that the pen cannot be used and may therefore contribute to increased blood glucose levels. It can therefore not be excluded that the fault on the pen has contributed to the adverse event of increased blood glucose levels as experienced by the patient. An alternative contributing factor to the experienced adverse event could be that the patient did not change needle after each injection and stored the pen with the needle attached contrary to the instructions in the instructions for use.